Event description:
A nurse had contacted baxter corporate product surveillance to report that it is difficult to remove the end cap from the extension set. The nurse stated that she is unable to pull off the cap, and had to discard some product because of this problem. In one case, the customer stated that she had to pull so hard the luer lock connector separated from the tubing where it was bonded. Product surveillance spoke to the nurse regarding the issue, and the nurse stated that she can't take the cap off of the extension set because she doesn't have enough hands to remove the cap from the product while she's holding the patient's catheter set. The nurse stated that if the product is not fixed, they will have to change manufacturer. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was not performed due to the batch number being unknown. Samples were not provided for evaluation. The problem was not confirmed and the root cause could not be determined. Quality and complaint trends will continue to be monitored.